Event description:
It was reported that the device indicated elective replacement [eri] and the physician requested analysis information since it was only implanted for (B)(6). It was noted after analysis that the battery impedance was high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance and high battery impedance which led to eri. Battery depletion was indicated (eri) due to high battery depletion logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010. Subsequently, the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.